Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported magnesium sulfate 5 gm/250 ml was set to run at 83.3 mls/hr. The infusion should have run over 4 hours but completed in 30 minutes. Unknown if the infusion was run as a secondary medication. The patient had temporary symptoms of "dizziness and feeling hot," however after lying down, symptoms subsided. Vital signs were stable, and the patient continued to receive normal saline and pantoloc (pantoprazole) infusions as previously ordered. Although requested, no further patient or event information was provided.